Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 20cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter immediately lost pressure during an attempted inflation. The device was removed from the patient and a second inflation was made which revealed a leak coming from the shaft of the balloon catheter. As a result, an unknown 5mm x 20cm pta balloon catheter was used in place of the 5mm x 20cm 155cm saberx pta balloon catheter to successfully complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a chronic totally occluded (cto) lesion extending 20cm from the entry of the left superficial femoral artery (sfa) in which a right femoral artery approach was made with a 6f non-cordis catheter sheath introducer (csi). Two 6mm x 120mm non-cordis stents were implanted in the left sfa followed by the attempted use of the 5mm x 20cm 155cm saberx pta balloon catheter for post-dilation. The saber x balloon catheter was able to cross the lesion and a non-cordis inflation device was used during attempted inflation of the balloon. Additional information was requested but was not provided, and the device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5mm x 20cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter immediately lost pressure during an attempted inflation. The device was removed from the patient, and a second inflation was made which revealed a leak coming from the shaft of the balloon catheter. As a result, an unknown 5mm x 20cm pta balloon catheter was used in place of the 5mm x 20cm 155cm saberx pta balloon catheter to successfully complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a chronic total occlusion (cto) lesion extending 20cm from the entry of the left superficial femoral artery (sfa). A right femoral artery approach was made with a 6f non-cordis catheter sheath introducer (csi). Two 6x120mm non-cordis stents were implanted in the left sfa followed by the attempted use of the 5mm x 20cm 155cm saberx pta balloon catheter for post-dilation. The saber x balloon catheter was able to cross the lesion and a non-cordis inflation device was used during attempted inflation of the balloon. Additional information was requested but was not provided. A non-sterile saber rx5mm20cm155 percutaneous transluminal angioplasty (pta) was received for analysis. Per visual analysis, the balloon profile was inspected, and it appears to have been previously inflated. No anomalies in the body/shaft of the unit were noted with the naked eye. Per functional analysis, inflation test was performed on the unit. Per procedure, a lab sample inflator/ deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. The unit was successfully inflated. Neither anomaly nor leakage was observed. A product history record (phr) review of lot 82232917 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage in patient¿ was not confirmed during analysis of the returned device since it held pressure. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the leakage the customer experienced since there were no anomalies noted to the device during visual or functional analysis. According to the information for safety within the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. If resistance is met during manipulation, determine the cause of resistance before proceeding.¿ the IFU also states, ¿attach a 3-way stopcock to the inflation port, which is marked ¿balloon.¿ attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr review, nor the product analysis suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.